Manufacturer narrative:
The insulin pump was received with 2 horizontal lines and constant tone alarm due to moisture damage on electronic assembly. No blank display or counted up numbers noted during testing. The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.